Event description:
According to the reporter: while the surgeon was using the omst10bt 10mm blunt tip balloon port, the grey seal on the top sheared off and was going to be pushed inside the patient during the insertion of the camera. Fortunately, it was spotted by the surgeon and no injury to the patient. No unanticipated tissue loss, blood loss, no extension in surgery, nothing fell into the patients cavity and no extension in the incision.

Manufacturer narrative:
(B)(4).